Manufacturer narrative:
The insulin pump was received with button error alarm and both, the esc and act, buttons were unresponsive due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She filled the cannula of the infusion set and when the device was in her pocket it alarmed. Customer's blood glucose was unknown. Customer didn't recall any other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.